Event description:
It was reported the customer was experiencing high blood glucose. The customer's last known blood glucose was 305 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer was feeling nauseated due to their high blood glucose. Customer also reported they were sick and had a urinary tract infection at the time of the call. Troubleshooting found the customer's insulin pump was working as designed. Customer's alarm history showed a no delivery alarm had occurred. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).